Manufacturer narrative:
(B)(4). The device was not returned to baxter and the lot number was not known, therefore no device evaluation or batch review can be conducted.

Manufacturer narrative:
(B)(4).this complaint for a air in tubing (without alarm) was not confirmed due to unavailable sample. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding air in the patient line; which occurred on the homechoice (hc) during use. The care giver (cg) stated the machine was at connect yourself and check the patient line. The baxter technical service representative (tsr) explained the display to the cg. The cg stated that air bubbles were visible in the patient line. The tsr asked the cg if the bubbles were smaller then a green pea. The cg stated yes. The tsr asked if there was a lot of air bubbles in the line, the cg stated no. The tsr explained the hp should be fine. The hp could continue therapy. The hc was operational. A follow up contact was done with the peritoneal dialysis registered nurse regarding the reported problem. The nurse stated the patient has been checked and he is fine. The nurse stated that overall the patient has been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.